Event description:
It was reported that after a laparoscopic gastric bypass completed, the pt presented complications and was taken back to the or. The surgeon determined that opening the pt was necessary and a leak in the staple line was observed. The leak was located in the stomach pouch staple line where the stomach was initially divided, in what would have been either the last or next to last firing of the endocutter when the stomach was divided.